Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, within ten mins, using separate finger sticks. Her results were 175 and 122 mg/dl. She did not have any symptoms. A control solution test of 129 (93-139) was in range. On followup, the lifescan representative reviewed qc procedures with the rptr.